Manufacturer narrative:
Date of event: only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a patient presented with an r mandible sagittal split plate that was infected after an orthognathics surgery. Two different sagittal split plates were implanted into the patient, and it is not certain which plate was infected. The patient required revision surgery and antibiotics. Concomitant devices reported: matrix sagittal split plate straight w/int (part number 04.511.423, lot unknown, quantity 1), screws: matrixorthognathic (part number unknown, lot unknown, quantity 1). This report involves one (1) ti matrix sagittal split plate straight/4 holes/12mm bar. This is report 2 of 3 for (B)(4).